Event description:
A trilogy 100 ventilator was returned to the manufacturer for service evaluation. There was no harm or injury reported. During evaluation the device powered on as it should. Service was unable to complete pre-evaluation or evaluation due to the liquid crystal display (lcd) screen was found to be damaged. The lcd needs replaced to address the issue; however, no repairs will be performed as the device was not needed for inventory and was be scrapped.